Event description:
It was reported that the patient experienced a gradual loss of stimulation/therapeutic effect. As a result of the even there was an explant. There was less than 50% therapy relief, the location of the issue or symptom was at the lead location. The leads were discarded by the facility. The date of explant was (B)(6) 2015, the patient status at the time of the report was alive-no injury. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable pulse generator ((B)(4)) found the battery reduced capacity due to overdischarge.

Manufacturer narrative:
Concomitant products: product ID 3888-33, lot # v621070, implanted: (B)(6) 2014, product type lead; product ID 3888-33, lot # va01bcp, implanted: (B)(6) 2014, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3888-33, lot # va03dt1, implanted: (B)(6) 2014, product type lead; product ID 3888-45, lot # v974727, implanted: (B)(6) 2014, product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.